Event description:
Boston scientific received information that out of range shocking impedance measurements were observed on the right ventricular (rv) lead via remote monitoring system. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated should additional information become available.